Event description:
It was reported that the implantable cardioverter defibrillator (ICD) recorded episodes of non-sustained ventricular tachycardia due to sensing of noise on the right ventricular channel. The noise appeared to be external electromagnetic interference. In-clinic review of the ICD was recommended. No adverse patient effects were reported.